Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The presence/clog of white foreign matter in the air/water cylinder and air/water channel was confirmed, but it was not possible to identify the foreign matter. It is likely that leaks in the right/left angle knobs and up/down angle knobs prevented proper reprocessing, which resulted in the foreign matter not being removed. No deviations from the instruction manual were found in the reprocessing procedures for the remaining foreign matter. The detection method is described in the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited whitish foreign material inside the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.